Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found evidence of the femoral head directly interacting with acetabular cup which is evidence of a disassociation event of the liner from the cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a pinnacle cup, altrx liner, corail stem implanted 2021 & presented with a fractured liner 2 x weeks ago. It was deemed that the cup / locking mechanism had not been compromised & a 50mm od x 28mm ID, neutral marathon liner was implanted.